Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, patient received an uneventful left total knee replacement to address osteoarthritis. Components were cemented utilizing depuy bone cement, and the patella was resurfaced. On (B)(6) 2020, patient's left total knee was revised to address implant loosening of the tibial base plate, at the cement to implant interface, and a medial tibial plateau fracture. The femur and patella components were noted to be well-fixed and positioned, but the tibial base plate was collapsed into varus, and grossly loose, with absolutely no cement adhered to the implant at all. A depuy revision stem-sleeve-tibial base plate construct and tibial insert were implanted, along with the retained femur and patella. There were no reported complications. There were no specifics reported as to the means by which the tibial plateau fracture was addressed--it is presumed that it was treated via the revision tibial base plate construct. Date of implantation: (B)(6) 2014 date of revision: (B)(6) 2020 left knee.